Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An everflex self-expanding stent with entrust delivery system was deployed in a lesion in the superficial femoral artery. The device was prepared with no issues identified. It was reported that immediately after stent deployment, a fracture was noticed in the deployed stent. Post-dilatation of the lesion was performed with a pta balloon. There were no patient symptoms or complication reported.